Manufacturer narrative:
The pump was returned with a cracked display screen. The display lens was also observed to be cracked. A test display screen was used and the pump powered on with intact auditory and vibratory alerts but a persistent blank screen display. The printed circuit board inspection revealed a single component failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was noted that the display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.